Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle had difficult plunger movement. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the bd eclipse needle had difficult plunger movement. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
No sample was returned for investigation. The non-conformance could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: root cause could not be determined as there is no sample returned for investigation. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no.